Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip successfully released and deployed onto tissue. However, it was noted that the clip components dropped off and blocked the working channel of the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
This report pertains to the first of two resolution 360 clip devices used in the same procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the clip successfully released and deployed onto tissue. However, it was noted that the yoke dropped off and blocked the working channel of the endoscope. The procedure was completed at this time. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable. Note: the customer provided a photo showing that outside the patient, a yoke was detached from the device.

Manufacturer narrative:
Block h6: medical device problem code a150208 captures the reportable event of a yoke that blocked the working channel of the endoscope. Block h6 (evaluation conclusion codes): conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Additional information: block b5 (describe event or problem) and block h10 (additional MFR narrative) have been updated based on the additional information received on october 03, 2021.